Event description:
Initial reporter indicated that her dell handheld containing 7.1 programming software was having "frozen screen issues but not on the interrogation screen." The product is at manufacturer pending completion of product analysis.